Event description:
The ultraflex esophageal stent deployed per MFR's instructions with MFR rep present. Placement under fluoroscopy appeared correct. Proximal portion of stent did not open properly. It hooked onto the opposite side of the wall of the esphagus pulling in the mucosal wall. After 3 hours of attempting to unravel the stent to free up the esophageal wall mucosa (caught in stent), progress was made, however leaving snarled wires in esophagus. Other pertinent info: excerpted from or note: an ultraflex 10fr 18mm uncovered stent was then placed under fluoroscopic guidance into correct position. The procedure was performed in the presence of the microvasive rep. Deployment under fluoroscopy went uneventfully. Following deployment, the physician then passed the scope to examine the placement of the stent. On doing so, it could be seen that the proximal end of the stent malfunctioned and entrapped one wall of the esophagus into the lumen. This could not be pulled off as the hooks were imbedded into th esophagus. Additional info provided by the user-facility indicates that the pt was discharged to home. The issue with the stent did not result in any negative impact on the pt's qol. Pt condition prior to and at time of this reported event = terminal. Pt was able to tolerate fluids and foods upon discharge. No further info is available.